Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The investigation was unable to determine the cause of the reported event. No timeouts, drive stalls, or alarms were observed in the download data. The patient history buffer (phb) data found the pod was observed not to be communicating with the continuous glucose monitor (cgm) for the entire run time which confirmed the user-reported pod and cgm communication issues. No damages or deficiencies were observed in the pod that would lead to a pod and cgm communication error. The exact cause of the observed pod and cgm communication error event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 30.2 mmol/l (543.6 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported missing sensor values during wear. The patient also reported being unsure if the cannula was properly inserted into the infusion site (abdomen). A treatment, the patient administered 10 units of correction bolus.